Event description:
The customer contacted baxter's technical service center regarding needing assistance starting over, which occurred on the homechoice (hc) during fill 2 of 6. The fill volume (fv) equaled 178ml. The home patient (hp) stated that they wanted to start over. The hp was not connected and the bags were disconnected. The baxter technical service representative (tsr) assisted the hp with ending therapy. The tsr informed the hp to start over using new supplies. There was a hole in the drain line. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the hole in the drain line. The hp was able to resume therapy after starting over with new supplies. The hp had no idea what may have caused the hole. The hole was at the connection of the line and the drain bag. The hp stated that it was a brand new drain line and it has never been used before. The hp discarded the sample and did not provide any product information. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a damaged was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.